Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after a connector reportedly broke and caused leaking; the user performed a supply change, the pump appeared to be operating, and the sensor displayed high without a numeric value while a fingerstick measured 580 mg/dl. Symptoms included hyperglycemia. Outcomes included user education on proper announcing behavior, guidance to use backup therapy, and instruction to seek emergency care if not comfortable. Investigation included phone-based troubleshooting, review of pump function as observed during the call, and assessment of infusion/supply change. Investigation of this case revealed an unclear cause of hyperglycemia; a connector break with leakage was reported, but device function appeared normal following the supply change and no definitive device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.